Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bright red spots under the electrodes with some blistering and bruising that has developed into wounds. There was no alleged device malfunction contributing to the wound. The patient's physician prescribed a cream for the wound. Follow up indicated that the skin wound improved.